Manufacturer narrative:
This report is being duplicated and re-submitted per request from FDA. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device was not returned. Exemption number e2014015. Total number of events reported: 51. 8 - novasilk. 43 - restorelle.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh. Later the patient experienced dyspareunia and mesh erosion. A mesh excision was performed.